Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient was taken to the operating room on (B)(6), 2014 and administered general anesthesia to facilitate with excision of excess skin. During the same procedure the abutment was exchanged. The implanted device remains.